Event description:
(B)(6)clinical study. Same patient as MDR ID: 2134265-2013-05315, 2134265-2013-05376. It was reported that post stenting procedure, the... In (B)(6) 2011, the patient presented with chest discomfort and was diagnosed with stable angina. Cardiac catheterization was recommended which revealed the target lesion that was located in the 90% stenosed second obtuse marginal which was 10mm long with a reference vessel diameter of 2.50mm. The lesion was treated with predilatation followed by placement of a 2.5 x 16mm taxus liberté drug eluting stent which resulted to 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient underwent dobutamine stress test which revealed a positive result for possible ischemia. The patient was recommended for cardiac catheterization. In (B)(6) 2013, the patient was hospitalized for further evaluation. At the time of the event, the patient was only taking aspirin. The study drug per protocol and other antiplatelet medication were never taken during the study. Of note, the patient was taking aspirin and effient at the time of the event. On the same day, coronary angiography was performed which revealed the 80% distal in-stent restenosis in the study stent implanted in the second obtuse marginal artery. The patient was then referred for percutaneous coronary intervention. The 80% distal in-stent restenosis of the study stent in the second obtuse marginal artery was treated with predilatation followed by placement of a 2.5 x 12mm promus stent overlapped distally to the study stent resulting to 0% residual stenosis. The event was considered resolved without residual effects and the subject was discharged on the same day on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).